Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the cardiohelp was providing erroneous patient data. The user could not assess the patient status. Additionally, the interventions parameters could not be set. The failure occurred during treatment. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp was providing erroneous patient data. The customer could not assess the patient status. Additionally, the interventions parameters could not be set. No further information was received which patient data was affected. No further information which interventions were affected. The failure occurred during treatment. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation on 2025-01-13. No parts were replaced. The failure could not be replicated. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. No exact root cause could be determined as the failures could not be replicated. For the flow values failures: according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: wrong flow / no flow information e. G.: - defective flow sensor - impaired calibration, initialization of the flow sensor - insufficient fixation of flow clamp (flow clamp not closed). For the pressure values failures: according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: wrong pressure information e.g.:- defective / disturbed (emi) pressure sensor - defibrillator system - response time is too long - positive or negative pressure beyond specification (release of tubes) - too high / low atmospheric pressure. According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Additionally, according to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. In the instructions for use (IFU) of the cardiohelp (chapter "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter "connecting the sensors" it is stated that the sensors must be kept clean. For both failures: the review of the non-conformities has been performed on 2025-12-18 for the period of 2016-11-23 to 2024-12-13. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-11-23. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failures "wrong pressure values" and "wrong flow values" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
(B)(4).